Event description:
A cartridge change error was reported with the pump, and the customer was unable to resolve the issue, even with a new cartridge from a different lot. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was currently not using pump therapy but had switched to multiple daily injections (mdi) as a backup plan. Technical support assisted the customer in troubleshooting and filling a new cartridge, but when the issue persisted, they arranged for a replacement pump to be sent. The customer was advised on how to store the pump properly and instructed to return the faulty one using a pre-paid label.